Event description:
Pt reported device may have been forced out during a bowel movement but cannot be sure. Medical intervention was performed to determined if the device had migrated, no device was found.